Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco wedge segmental resection, at the third firing, after cartridge was attached to powered device, the surgeon clamped the tissue (with the device), performed firing operation and performed the operation of pulling back the knife, when the jaws was opened, it was found that staples were not placed and the knife did not advance, the tissue was remained as it was. The incision site was extended by less than 3 cm. The procedure was completed with another device. There was no patient injury.